Event description:
It was reported that during a ptca procedure, the shaft of the catheter had kinked prior to being advanced into the patient. While advancing the catheter rather forcefully, the shaft of the catheter broke and was removed without incident. No patient injuries or complications occurred.